Event description:
Drake 480 uf dialysis machine developed air leak in the uf control flow guage causing the operator to change into the tmp mode during a dialysis treatment. Pt experienced uncontrolled fluid removal of approx. 2 kgs pt experienced hypotension (100/p) dyspnea, ringing in ears, abdominal pain, chills, pain in both arms and at site of perma cath. Pt received 1500cc nacl, 50ml sodium bicarbonate. Treatment was discontinued. Symptoms improved. Pt discharged to home with 0.5kg loss.